Event description:
It was reported that the patient had a bacterial infection (driveline). Drug therapy was performed as a treatment. The cause of the infection was unknown. Although the relationship between infection and this product was low, it could not be denied. Causal relationship with the device was not clear because of postoperative infection.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3 and b5 were updated. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remained ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(6), until they experienced additional infection related issues on (B)(6) 2021 (MFR# 2916596-2022-13572). No product available for investigation. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. This document also lists infection as a potential late postimplant complication. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), and the hm3 patient handbook are currently available. Section 1, ¿introduction¿, lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Additionally, section 6, ¿patient care and management¿ lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed, including the sterilization and packaging documentation, and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had aortic valve sewn at the time of implantation which was on (B)(6) 2020, but aortic valve regurgitation was observed immediately after implantation. Therefore, aortic valve replacement was performed on (B)(6) 2020. There was no association between aortic regurgitation and this product.